Event description:
Dealer stated when the chair is tilted up at 90 degrees the rear wheels come off the ground, he states the chair will tilt to the right when reaching forward it drops and has thrown her out of the chair, customer weights about 280 lbs, advised dealer to check the torsion springs and stability system.